Event description:
New information received notes that the patient's right ventricular lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic upon exhibiting ventricular fibrillation (vf). Upon interrogation, it was revealed that the patient's right ventricular lead was exhibiting signal under-sensing due to poor positioning, resulting in delayed high voltage (hv) therapy. Shocks were eventually administered. R-wave amplitude variation was noted. No intervention was performed. The patient was stable.